Event description:
It was reported the patient's scs ipg is superficial and is causing the patient discomfort at the pocket site. Additionally, the patient complained his ipg does not charge to full, and he experiences pocket heating after approximately an hour and a half of charging. Follow-up identified the patient's ipg was explanted and replaced with a new one. Also, the new ipg was implanted in a new pocket site. The patient's new scs system was turned on postoperative and the patient was reportedly satisfied.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.